Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined there was a speaker defective and no sound coming from the monitor. The rse provided the part ID for a replacement speaker assembly ((B)(4)). Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device because the customer did not call back for further assistance. The customer is taking responsibility to correct/repair the device. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker was defective and confirmed that no sound at all, getting a speaker malfunction error. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.